Event description:
Additional information was received which indicated that a revision procedure was performed and this lv lead was extracted and discarded. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the post implant check, this left ventricular (lv) lead exhibited phrenic nerve stimulation on all but one vector. This vector was selected but high pacing thresholds were noted. A chest x-ray was obtained that showed the lead had moved. The physician has elected to scheduled the patient for a future lead revision but no date was set. This lv lead remains in service. No adverse patient effects were reported.